Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with infection and skin erosion at device pocket site. The pus was noted at the device pocket site. The pacemaker was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d6b: the explant date should be (B)(6) 2025 instead of (B)(6) 2025. New information: e1: the physician's name is dr. (B)(6).